Manufacturer narrative:
A biomed reported that a v60 ventilator was experiencing a dark display when powering on the unit. The device was evaluated by a philips remote service engineer (rse) and the facility's biomed. The biomed confirmed the reported issue. The customer reported that they replaced the user interface assembly and loaded software 2.1. The unit was reported to have been fixed. No other anomalies were reported. The user interface (ui) assembly was returned to the manufacturer for failure analysis. Visual inspection of the customer returned user interface (ui) assembly revealed no anomalies. A failure investigation (fi) technician installed the user interface (ui) assembly into a fi ventilator to duplicate the reported issue of the dark display. The fi technician identified the dark display was caused by a burn-out in the cold cathode fluorescent lamp (ccfl) backlight.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
A biomed reported that a v60 ventilator was experiencing a dark display. The device was evaluated by the facility biomed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.